Manufacturer narrative:
Unit received with currents in specifications. No unexpected battery out limit or low battery. No blank display. Lcd board ok. Unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump batteries do not last more than one or two days and the pump alerted low battery. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting found that the customer is calling back after receiving a new battery cap and the new cap does not resolve the issues with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.